Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed which determined that the device was running in safety position (power broken). It was further determined that the device failed pretest for safety assessment. It was observed that the lock cylinder and the pawls release were damaged, causing the device to run in the safety position. It was determined that the issues were consistent with the device being run on the lock position. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the locking components of the motor device were damaged. During in-house engineering evaluation, it was determined that the device was running in safety position (power broken). It was determined that the device failed pretest for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.